Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("stabbing pain in lower abdomen") in a (B)(6) -year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), back pain ("lower back pain") and menstrual disorder ("menstrual bleeding disorder"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain lower, arthralgia and back pain had resolved and the menstrual disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia, back pain and menstrual disorder with essure. The reporter commented: a patient reports about her symptoms during essure. Pains disappeared after essure removal. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 06-apr-2018 for the following meddra pts: abdominal pain lower: the analysis revealed 1079 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.